Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. An open heart procedure was performed to close the perforation in ventricle and to replaced the lead with epicardial lead. No additional adverse effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, based on the field report of perforation analysis of the returned product is not able to provide relevant information for these types of allegations. This is a known risk associated with medical procedures involving implanted cardiac leads.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to perforation in the heart wall. An open heart procedure was performed to close the perforation in ventricle and to replaced the lead with epicardial lead. No additional adverse effects were reported.